Event description:
It was reported that a (B)(6) study patient underwent a kyphoplasty procedure on levels t8 and t10. A cement extravasation in the disc of the superior endplate to level t8 was noted. There were no patient complications. No additional information was reported.

Manufacturer narrative:
Method - device not returned, follow up with representative.